Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: physical device investigation the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the head of matneu scr ã¸1.5 self-drill l4 tan 1u I/c broke off. The broken fragment was not returned for evaluation. However, the fracture surface was thoroughly examined on the screw and no problems with the material were noted. The observed condition is consistent with a torsional failure which is likely due to the application of significant torque during the implantation process. A dimensional inspection could not be performed due to the damage.. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the matneu scr ã¸1.5 self-drill l4 tan 1u I/c was consistent with the reported condition. Based on the investigation findings, the potential cause is traced to the application of significant torque during implantation there is no indication that a design or manufacturing issue has caused the reported complaint condition and it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: photo investigation the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo from attachment. Visual analysis of the photo revealed that the tip of the matneu scr ã¸1.5 self-drill l4 tan 1u I/c was broken, fragment was not received for evalaution. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended likely during the procedure. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for matneu scr ã¸1.5 self-drill l4 tan 1u I/c. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device product code: 04.503.104.01s lot number: 9416p22 it was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 18 feb 2024 manufacturing site: jabil bettlach expiry date: 01 feb 2034 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: a manufacturing record evaluation was performed for the finished device product code: 04.503.104.01s lot number: 9416p22 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 16 feb 2024 manufacturing site: jabil bettlach expiry date: 01 feb 2034. The photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the tip of the matneu scr ã¸1.5 self-drill l4 tan 1u I/c was broken, fragment was not received for evalaution. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended likely during the procedure. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for matneu scr ã¸1.5 self-drill l4 tan 1u I/c. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, when inserting the screw, the screw broke. All the pieces were removed from the patient. Changed another two to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.